Manufacturer narrative:
MFR rpt date 8/28/97. Two samples were received and visually and functionally tested. Sample one was unused. Visual examination and leak test was performed with no leakage noted. Sample two had been used. The set was found to leak from the weld area of the sensing disc membrane. Further evaluation revealed that the film had not been fully welded to the disc. It is suspected that the incomplete weld of the film was caused during the automatic assembly process. The MFR has implemented process improvements for the welder have been made to address this issue.

Event description:
It was reported that air was noted in the line resulting in an air embolism to the patient. There was no resultant patient complication.